Manufacturer narrative:
Clarification to e1: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was treated 3 months ago with harmonyca¿ with lidocaine to fill a dent on the cheek on only one side of the face. After 2 months the patient returned disappointed that their problem had not been resolved. The hcp stated that they should wait at lease one more month to see the real effect of the product, but the patient insisted that the hcp should inject the unspecified juvéderm® voluma¿ a month later the patient returned with inflammation, and swelling under their eyes. The patient was given antibiotics and antihistamines and underwent hyaluronidase treatment twice.